Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient had inaccurate values on their cgm which resulted in an adverse event. The patient was hospitalized due to hyperglycemia that caused the patient to go into a coma. At some point, the patient¿s cgm was reading 50 mg/dl and the bg meter was reading 550 mg/dl. The reporter had limited information as the patient refused to address any further questions about the event. The reporter did confirm the patient was stable at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.